Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
Correction: the correct date of awareness was on february 21, 2024; not june 28, 2024 as previously reported.

Event description:
Per the clinic, the patient experienced a history of abnormal impedances. The device was explanted (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.